Manufacturer narrative:
(B)(4). This report is to capture 3 of 3 sensors with the same issue. Related records: (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s parent stated the patient saw a health care professional for the skin reaction, no symptom or treatment details were provided other than the patient using unspecified cream. No additional patient or event information is available